Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the surgery of endoscopic resection of tumors in the dorsal segment of the right lower lobe of the lung, when severing the blood vessel, after fired, noted some staples malformed with irregular shape. Some part had blood oozing. The blood oozing did not occur again after the ligation and clipping of the vessel. Changed to another one to complete the surgery. No additional information can be provided. This case is from health authority.